Event description:
Rn started an IV on a patient with a 20g IV catheter and upon inserting the IV, the IV started leaking blood from the flexible catheter near the insertion site. Rn used a 2x2 to stop the blood and applied the y site and attempted to flush the IV catheter and saline started spraying out the side of the catheter. Rn took the catheter out and applied a 2x2 to the site and started a new IV using a different catheter.